Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to mid left anterior descending (lad) artery with moderate tortuosity and heavy calcification. It was noted that the 3.0 x 15 mm promus stent was previously implanted in the proximal lad on an unknown date. Pre-dilatation was performed and a non-abbott stent was implanted in the mid lad. Another non-abbott stent was implanted, overlapping the promus stent. Post-dilatation was performed and a dissection occurred. Another sds was attempted to be advanced, but could not cross to the promus stent. The physician tried crossing an imaging catheter and a balloon to the dissected location, but these devices were unable to cross the location. It was noted that promus stent was not fully expanded. No treatment was performed on the promus stent. Three hours had passed since the procedure was started; therefore, the physician stopped the procedure. The procedure was completed without adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.